Event description:
Dealer states "they just received a bunch of respiratory units and one concentrator is shutting down out of the box and running very hot." (B)(4). No injuries alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model irc5lxo2v, serial number/date (B)(4). The owner's manual part number 1143482 rev e, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer alleges the unit is running very hot.